Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. The reporter claimed that the user's blood glucose (bg) was "extremely high" before the cartridge in the pump was changed. The reporter continued by claiming that the last time the user's bg was this high was because the pump allegedly failed. It was recommended that the reporter obtain the assistance of a nurse to look at the pump but the reporter continually refused. The reporter is unsure of what the high bg's were related to. There was no claim that the user had bg reading that exceeded 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as there is an allegation against the delivery function of the pump.